Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: the visual inspection revealed that the chamber dome was cracked in two places at the side of the dome. A lot check revealed no other complaints of this type for lot 101118. Conclusion: the damage found on the chamber is likely to be caused during transport or storage of the device. All mr290 chambers are pressure tested at the end of production. This pressure test checks for any leaks in the chamber dome due to cracks and other causes. Following the pressure test, a visual inspection is performed on the chambers to check for cracks in the chamber dome. Any chamber that fails the pressure test or visual inspection is rejected. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", and "to set the appropriate ventilator alarms" in the event a leak occurs.

Event description:
A hospital in (B)(6) reported that water leaked from the side of an mr290 autofeed humidification chamber dome when water was supplied into the chamber. This was found prior to patient use.